Manufacturer narrative:
The event date was requested from this customer and was not provided. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator turns on by itself and sometimes it will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
The biomedical engineer replaced the user interface pcb to address the reported problem. According to the biomedical engineer the event date is (B)(6) 2016.